Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: stem: 0001822565-2019-00393; head: 0001822565-2019-00395; cup: 0001822565-2019-00396.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. The review stated that the femoral head was positioned eccentrically with respect to its normal positioning within the central portion of the acetabular cup, suggesting polyethylene wear. The acetabular cup's superior portion was tilted medially and inferior portion was tilted laterally resulting in an increased lateral inclination of the cup. Large geographic zones of lucency surrounding the acetabular cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.